Manufacturer narrative:
The field service engineer (fse) performed mechanism checks and checked the gear pump pressure. He removed the covers below the rinse mechanism to check the rinse tubing. He discovered that the vacuum tubing for one of the vacuum vessels was worn. He then replaced all of the rinse tubings. He also replaced detergent tubings from two of the solenoid valves to the vacuum vessel. The customer performed a shutdown and qc with successful results. A 21-cup hardware check by test performance precision was also performed with successful results. The last calibration performed on (B)(6) 2022 was within specifications. Qc level 1 was intermittently out (high). The customer stated that this occurred on (B)(6) 2022. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results from several patient urine samples tested on the cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. The end-of-run qc was out, which prompted a rerun of the patient samples on (B)(6) 2022 on their other c 501. The reporter was able to provide 2 examples of discrepant results: sample ID (B)(6). The initial result of the aliquot sample from the analyzer was 13.3 mg/dl. The repeat result of the aliquot sample from the other analyzer was 7.0 mg/dl. Sample ID (B)(6). The initial result of the aliquot sample from the analyzer was 10.0 mg/dl. The repeat result of the aliquot sample from the other analyzer was 6.0 mg/dl. The repeat results were deemed correct. The reagent lot number is 63953401. The expiration date is 31-aug-2023.